Event description:
It was reported that the patient was hospitalized on (B)(6) 2026 due to hyperglycemia. Blood glucose levels were reported to have reached over 1000 mg/dl. Reported symptoms included chills, vomiting, and loss of consciousness. The patient stated she was diagnosed with diabetic ketoacidosis (dka). Treatment during hospitalization included an insulin drip. The patient was discharged on (B)(6) 2026. The pod was removed and discarded in the hospital. Following discharge, the patient was unable to administer insulin using the omnipod system. Error messages were reportedly displayed stating, ¿bolus calculator needs updated values¿ and ¿unable to communicate with your pod.¿

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone17.3 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.